Event description:
This customer reported a failure to discharge via external paddles in testing. There was no pt involvement.

Manufacturer narrative:
(B)(4): this customer reported a failure to discharge via external paddles in testing. There was no pt involvement. The device and paddle set were returned to philips for eval. The reported failure symptom was reproduced. Replacement of the paddle set resolved the symptom.